Event description:
It was reported that the pump touchscreen display was difficult to see. In addition, it was reported that the wake button was overly sensitive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.